Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019. It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The blood glucose of the customer was 400 mg/dl. The customer reported that the insulin pump had insulin flow block alarm. Customer reported alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. The device will not be returned for the analysis.